Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; connecting tube has a wrinkle; due to a dent on channel tube, channel cleaning brush cannot inserted smoothly; bending tube is deformed; suction cylinder is shaved; paint on suction cylinder is peeled; image guide protector has a cut; adhesive around the objective lens is peeled; plastic distal end cover has a scratch; connecting tube has a scratch; connecting tube has discoloration; scope connector cover unit has a scratch; forceps elevator knob has a scratch; upward/downward knob has a scratch; right/left knob has a scratch; protector of universal cord on scope connector side has a scratch; protector of universal cord on control section side has a scratch; paint on air/water cylinder is peeled; switch box has a scratch; scope cover has a scratch; universal cord has discoloration; universal cord has a wrinkle; universal cord has a scratch; grip has a scratch; control unit has discoloration; control unit has a scratch; and electric connector has discoloration due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the bending section cover of the evis lucera gastrointestinal videoscope had a pinhole and the insertion section was buckled. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that foreign objects came out of the suction port due to clogging of suction tube in the universal cord. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The instrument/suction channel was flushed with water. No abnormalities in the accessories used in reprocessing. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.